Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The microcatheter used with the guidewire was not returned. Visual inspection of the device revealed that it was slightly bent along its length. No anomalies were observed with the hydrophilic coating. During wet inspection, the wet guidewire middle section revealed slight uneven swelling. Analysis under magnification of the returned device revealed that the ptfe (polytetrafluoroethylene) coating was peeled/scraped off at approximately between 36.cm to 40.0cm from the proximal end. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire it appeared that the torque device had been dragged down the guidewire ptfe. During functional evaluation, the guidewire was loaded and advanced through the proximal end of a demonstration stryker excelsior microcatheter and slight friction and/or resistance felt during the advancement. Torquing movement was not smooth when guidewire was attached to a demonstration torque device. Information available indicated that the device was confirmed to be in good condition prior to use, the dispenser hoop was flushed with saline before removing the guidewire, no resistance was felt when removing the guidewire from the dispenser hoop. The cause of the uneven swelling on guidewire coating and observed guidewire kink, friction could not be definitely determined. The device directions for use (dfu) cautions the user to "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". From the condition of the observed ptfe scrapping, it appeared that the torque device had been dragged down the guidewire ptfe coating and the scrapping may have been caused by the torque device collet. The anomalies noted on the ptfe coating is known to affect the torque device functionality as well. Therefore based on all of the information available, an assignable cause of handling damage was assigned to the observed ptfe peeling and uneven torque movement.

Event description:
Analysis of the returned device noted that the polytetrafluoroethylene (ptfe) coating on the guidewire was scraped/ peeling. No consequences to the patient were reported.